Manufacturer narrative:
Other text: b5: additional information received on 29-nov-2022 via email and attached to complaint object: there was no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals were broken, and the right plunger case was cracked. The device?s event history log was unable to be reviewed as the pump would not turn on. To conduct functional testing, the device was powered up. Upon power up, the reported issue was replicated. The pump had a non-OEM supercap which became loose on the main board. To resolve the issue, the main board was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that during a returned order service a battery/power supply issue occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device operator is unknown. No information has been provided to date.